Manufacturer narrative:
The instrument (fragment) will not be returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. System log review did confirm that a da vinci crocodile grasper instrument was used in the single site cholecystectomy procedure that was performed by the specific surgeon on (B)(6) 2016. There were two uses remaining for this instrument and it was confirmed that it was never used in subsequent procedures. On 01/04/2018, the isi failure analysis engineering team reviewed the photographic image received from the site and provided the following information: the grip seen in the photographic image appears to be from an isi crocodile grasper instrument. The geometry of the grip (push/pull slot, shape, and the number of teeth) matches the crocodile grasper instrument. Based on the review of the photographic image provided by the customer it was determined that the foreign body retrieved is from the crocodile grasper instrument. The complaint is being reported due to the following conclusion: it was reported that approximately 20 months after undergoing a da vinci-assisted surgical procedure, the patient underwent an exploratory laparotomy to retrieve an instrument fragment that had allegedly fallen inside the patient and been retained. At this time, it is unknown what caused the breakage to have occurred.

Event description:
It was initially reported by an intuitive surgical, inc. (Isi) clinical sales representative (crs) that the patient came in for a scheduled appendectomy procedure on an unspecified date and complained about back pain. As a result, the patient had an x-ray done which revealed an unspecified foreign body, allegedly from a previous procedure. The patient underwent a laparoscopic procedure and the foreign body was retrieved. The site stated that the retrieved foreign object was an instrument jaw; however, they were not sure if it was a laparoscopic instrument or a da vinci instrument. On 01/04/2018, intuitive surgical, inc. (Isi) obtained the following additional information from the site's or director regarding the reported event and sequence of events: the operating room (or) director clarified that the patient had an appendectomy procedure in 2011, not in (B)(6) 2017. She believes the appendectomy procedure may have been a laparoscopic surgical procedure and not a da vinci-assisted surgical procedure. On (B)(6) 2016 the patient had undergone a da vinci-assisted single site cholecystectomy surgical procedure at their site. The or director stated that one of the grasper instruments used during the cholecystectomy procedure was mysteriously discarded thought it had two lives left. The or director followed up with the surgical staff but they were unable to recall any details regarding the events that had taken place approximately 20 months prior any information regarding a procedure that happened one and half years ago. On an unspecified date, the patient allegedly experienced back pain and as a result, had a diagnostic x-ray done. The x-ray revealed a foreign body in the abdomen. On (B)(6) 2017 the patient had an exploratory laparoscopic procedure to locate and retrieve a foreign body that had been identified by x-ray. During this procedure, the surgeon found and retrieved an unspecified instrument jaw in the lower abdomen and on top of the omentum. The or director confirmed that the surgeon retrieved the fragment with no reported intra-operative complications. She stated that the retrieved instrument jaw looked like a crocodile grasper, however, she could not confirm if it was a da vinci instrument or a laparoscopic instrument. The or director sent isi a photographic image of the fragment that was retrieved. It was reported that the retrieved instrument jaw will not be returned to isi for analysis. There is no video recording of the procedure available for review. Furthermore, post-operatively the patient experienced superficial wound infection from this exploratory laparoscopic surgery.